Manufacturer narrative:
Additional information: d1, d4, g1, g4, h11. D4: unique device identifier (UDI) # is based on the di information as the lot number was unknown. H11: the reports of bubbles in the line are not associated with a contamination or accuracy issue and the issue is unlikely to cause or contribute to serious injury. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified valve set had bubble issue from port 5 during delivery. The ingredient was moved from port 5 to port 3 to resolve the issue. There was no patient involvement. No additional information is available.